Event description:
The customer reported that the power switch on his evis exera iii video system center could not be pushed. According to the initial reporter, the button was stuck in the console, and other internal damage to the unit was noted from it having been dropped. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The on/off button was stuck in the console as report. Additionally, there was a minor bend on the top corner and the bottom chassis. It was also recommended that the software on the subject device be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.